Event description:
Patient in a sling on a ceiling lift was being lifted from wheelchair to bed. The traversing rail was dangling on the side rail with patient in lift. Caregiver immediately grabbed the patient and held him up to keep him from falling. Patient had to be cut out to lift. Patient sustained no injury. Ref MFR # 9681684-2013-00100.